Event description:
Possible bowel injury.

Manufacturer narrative:
Training records of surgeon were confirmed. There was no evidence of out of specification condition or technique deviation that could have contributed to this event. This investigation is inconclusive as to the cause.